Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, while detaching the rectum, there was poor staple formation and staples burst out. The device was replaced with a new cutting stapler and disposable reload for endoscopy. There was no patient injury.